Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that that this right ventricular (rv) lead was explanted. Additional information indicates that the lead had pulled back. Upon trying to reposition the lead, multiple locations provided poor sensing and threshold measurements. After several attempts to reposition, the physician opted to remove lead and switch to a dual coil lead. This rv lead is no longer in service. No additional adverse patient effects were reported.